Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were in critical override, and the server was not communicating with the stations, which caused the critical override alerts. The customer stated that their information technology team had checked the network and confirmed that there were no issues on the network side. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system server had an issue where multiple station was in critical override. A technical support specialist (tss) restarted the inbound processors service and the carefusion coordination engine (cce) services to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.